Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the grip proximal end. The instrument passed the intuitive motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Loose cable at the proximal end caused jaws not hold clips. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.